Event description:
Information was received that a smiths medical tracheostomy was unable to hold pressure in the cuff. It was observed there was a quarter full of water in the cuff. No patient injury.